Event description:
It was reported that the prod #0010202 was placed in 2005. The ring of the prod #0010202 has punctured the abdominal wall. Add'l info received: on 04/08/2005 - device was implanted. In 2007 - found an abdominal protrusion (method of detection not identified). In 2008 - found an abdominal protrusion by the memory recoil ring. Pt treatment determined to be monitoring. The next month - pt treatment updated to be that a decision to remove the device in the future.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available.